Manufacturer narrative:
Device evaluated by MFR : the device remains implanted inside the patient's vasculature.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was successfully implanted. Same day post procedure patient had acute development of agraphia and sensory syndrome of the right hemisoma. MRI showed small left frontal hemisphere hyperacute ischemic lesions. The adverse event was recovered on (B)(6) 2022 requiring no treatment. As per site the issue had probable relationship with the subject device and causal relationship to the procedure. On (B)(6) 2022, patient came with ischemic lesions and sudden right arm paresis. MRI showed increased number of left frontal ischemic lesions in embolic patterns. Dsa showed stent stenosis at the proximal end with the flow turbulence requiring treatment. Balloon angioplasty was performed to open the proximal end of the stent. The adverse event was resolved same day. As per the site, the adverse event has causal relationship with the procedure and the subject device and probable relationship with the dapt. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the total procedure was 55 mins. The ischemic lesions were categorized as small dwi positive hyperacute ischemic lesions with negative flair, small left frontal hemisphere hyperacute ischemic lesions. There was an increased number of left frontal ischemic lesions (embolic pattern) with loss of signal of the intrastent portion and apparent stenosis on cta. There was stent stenosis at the proximal landing zone (fish mouth) with flow turbulence at dsa, treated by angioplasty with the non - stryker balloon. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿, ¿stenosis with stent deformation¿ and ¿patient thromboembolic event¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was successfully implanted. Same day post procedure patient had acute development of agraphia and sensory syndrome of the right hemisoma. MRI showed small left frontal hemisphere hyperacute ischemic lesions. The adverse event was recovered on (B)(6) 2022 requiring no treatment. As per site the issue had probable relationship with the subject device and causal relationship to the procedure. On (B)(6) 2022, patient came with ischemic lesions and sudden right arm paresis. MRI showed increased number of left frontal ischemic lesions in embolic patterns. Dsa showed stent stenosis at the proximal end with the flow turbulence requiring treatment. Balloon angioplasty was performed to open the proximal end of the stent. The adverse event was resolved same day. As per the site, the adverse event has causal relationship with the procedure and the subject device and probable relationship with the dapt. No additional information available

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the total procedure was 55 mins. The ischemic lesions were categorized as small dwi positive hyperacute ischemic lesions with negative flair, small left frontal hemisphere hyperacute ischemic lesions. There was an increased number of left frontal ischemic lesions (embolic pattern) with loss of signal of the intrastent portion and apparent stenosis on cta (computed tomography angiography). There was stent stenosis at the proximal landing zone (fish mouth) with flow turbulence at dsa (digital subtraction angiography) treated by angioplasty with a non-stryker balloon. Additional information received on 02-oct-2023 stated that about 7 months post procedure the patient had hemianesthesia to right upper and lower limb (probably ischemic etiology) (sudden hemianesthesia to right limbs, improved in a few days; still paresthesia to right hand fingers and right foot). It was resolved with sequelae. An assignable cause of anticipated procedural complication will be assigned to the reported ¿stenosis with stent deformation¿, ¿patient thromboembolic event¿ and ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the left internal carotid artery-ophthalmic (c6 segment) aneurysm procedure the subject flow diverting stent was successfully implanted. Same day post procedure patient had acute development of agraphia and sensory syndrome of the right hemisoma. MRI showed small left frontal hemisphere hyperacute ischemic lesions. The adverse event was recovered on (B)(6) 2022 requiring no treatment. As per site the issue had probable relationship with the subject device and causal relationship to the procedure. On (B)(6) 2022, patient came with ischemic lesions and sudden right arm paresis. MRI showed increased number of left frontal ischemic lesions in embolic patterns. Dsa showed stent stenosis at the proximal end with the flow turbulence requiring treatment. Balloon angioplasty was performed to open the proximal end of the stent. The adverse event was resolved same day. As per the site, the adverse event has causal relationship with the procedure and the subject device and probable relationship with the dapt. No additional information available. Update: 02-oct-2023: additional information received on 02-oct-2023 stated that about 7 months post procedure the patient had hemianesthesia to right upper and lower limb (probably ischemic etiology) - (sudden hemianesthesia to right limbs, improved in a few days; still paresthesia to right hand fingers and right foot) with modified rankin scale of 2 and national institute of health stroke scale (nihs) of 1at 12 months follow up. It was resolved with sequelae. According to site this adverse event had a probable relationship with the procedure and and with the subject flow diverting stent, and a possible relationship with dapt (dual anti-platelet therapy) and underlying condition. No additional information available.